Manufacturer narrative:
H.6 investigation summary: material #: 368274 lot/batch #: 3010341 bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off based on the returned photo. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes cap was coming off. The following information was provided by the initial reporter. The customer stated: defect: pipe cap comes off quantity: 1 piece impact: no adverse effects on patients and medical staff claims: green claims are required.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes cap was coming off. The following information was provided by the initial reporter. The customer stated: defect: pipe cap comes off. Quantity: 1 piece. Impact: no adverse effects on patients and medical staff. Claims: green claims are required.